Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set experienced an adhesive malfunction on (B)(6) 2026. The customer stated that the tape did not adhere properly because the adhesive was not strong enough. The customer was unsure of the cause of the adhesion failure. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).